Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic segment of the right ica. The max diameter was 5.76x12mm, and the neck diameter was 5.40mm. The patient's vessel tortuosity was moderate. The landing zone was 5.04mm distal and 5.85mm proximal. It was reported that the physician re-sheathed the device and deployed again, but the device stayed closed. After the third, they tried and lost the position and the land zone. They pulled out the whole system. And the physician decided to use another device. The patient was fine with no complications noticed because of the event. Angiographic results post procedure were said to be ok. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition (condition of returned device): a pipeline vantage system and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened pipeline vantage system inner pouch. Visual inspection/damage location details: the model and lot numbers for the phenom-27 catheter were not provided; therefore, compatibility could not be assessed. (Pli-10) the pipeline vantage system was returned within phenom-27 catheter. The pipeline vantage was found to be extending ~41.0cm from hub. The pipeline vantage was then removed from catheter for further analysis. The pipeline vantage pushwire was found to be bent at ~65.3cm from proximal end. The hypotube was found to be stretched with ptfe found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. However, the silicone disks were found to be damaged and supporting disk loose. The dps sleeves were found to be damaged. The tip coil was inadvertently detached and lost during analysis. The proximal braid end was found to be opened and frayed. The middle section of braid was found to be fully opened. The distal braid end was found to be opened and frayed. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed as middle section of the pipeline flex braid was found to be fully opened. Possible contributing factors for ¿failure/incomplete open middle section are silicone disk damage leading to braid entanglement with advanced re-sheathing mechanism (arm), damaged braid, or braid overstretched during delivery. However, the root cause could not be determined. H6. Coding updated based on analysis results medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the event was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.